Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: samples received: 6 unopened racepacks. OEM reports no previous complaints of this code/batch. There are no units in OEM stock. OEM tested the needle attachment of the samples received and 5/6 results fulfill the requirements of the OEM. Taking into account that there are no previous complaints received of this code batch and that only one of the needle-thread combination did not fulfill the minimum required by OEM, we will consider this complaint as not justified. Remarks: if closed samples are received in the future we will re-open this notification and analyze them. With the information given a further analysis cannot be done. The complaint is justified for isolated detached needles, but the conclusion is not corresponding according to the results of the in process control when this batch was manufactured. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(4). Complaint states: needle-thread detachment.